Event description:
It was reported that oversensing of r-waves synchronous with p-waves was seen on the electrogram (egm). Provocative testing could not reproduce the oversensing. The right ventricular (rv) lead remains in use and programming a different vector was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574, implantable pacing lead, (B)(6) 2006. (B)(4).